Manufacturer narrative:
(B)(4). Lot history review could not be performed as no lot information was available. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. Based on the reviewed information, there is no indication of product deficiency. With the obtained information, it is presumed that the guidewire surface might contact and be abraded by the strut of the stent when the guidewire was advanced to the distal cell of the deployed stent, so that the coil was dislodged, then unraveled along with continued manipulation to the guidewire. Core wire was broken off due to the force exceeding the product design limit during the continued push-pull and/or rotational manipulation, coil was elongated, but it could be entirely retrieved without coil separation by using the micro catheter. IFU describes in warning section; do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations ((B)(4) degrees) in the same direction.

Event description:
For the procedure to mid-distal lad/diagonal bifurcation lesion with (B)(4) occlusion, mini-crush stenting strategy was initially planned, two sion blue guidewires were advanced to both lad and diagonal, diagonal lesion was pre-dilated by balloon catheters, then a des stent was deployed. Unfortunately, stent position was too proximal and it was hanging in the lad. Strategy was converted to culotte strategy. The stent in diagonal was post-dilated, a new guidewire was advanced into lad, and the jailed guidewire was removed from diagonal vessel. However, a balloon catheter could not pass through the stent struts, therefore it was planned to rewire at a more distal cell using the existing diagonal sion blue guidewire which the stent was deployed on. As the guidewire was pulled back, physician noticed that it had a gritty feeling and fluoroscopic images and confirmed that the radio-opaque section of the guidewire became unravelled in the mid portion. Sion blue guidewire could be finally removed with a combination of wire wrapping technique to free the distal end and wire trapping in the guideliner. Sionblue guidewire was still unbroken and entirely removed out successfully from the anatomy. Patient was discharged the following day with no complications.